Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female who underwent primary breast augmentation with 350cc mentor memorygel breast implants required bilateral mastectomy for an unknown reason post procedure. Placement of non-mentor tissue expanders was performed with mastectomy. No device issue has been indicated. No additional event details are available at this time. If additional information becomes available in the future, then a supplemental report will be submitted. See 1645337-2020-05777 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on december 7, 2020. The investigation of the returned device was completed by the failure analysis lab on december 10, 2020. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).